Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that almost 1 month after two dental implants were installed in intraoral regions #4 and #13, it was verified their non-osseointegration.the implants were immediately carried out, 30 and 60 ncm of primary stability were achieved and immediate load was executed. The patient presented bone type ii and bone graft was executed.